Event description:
Patient was revised to address a distal femur fracture and loosening at the bone/cement interface. The manufacturer of the cement used at the time of original implantation is not stated; however, the loosening would be secondary to the fracture.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).